Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection was performed under 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed that there were no cosmetic defects observed in the returned sample. The product meets the acceptance criteria. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that during the implantation of an intraocular lens (iol) a vitrectomy was performed. The iol was removed and replaced during the same procedure. No other details were provided.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: implant date: (B)(6) 2014; explant date: (B)(6) 2014; cartridge model emerald c30, lot# cm01851. PMA# (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.